Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted device not returned.

Event description:
It was reported that the customer was unable to load a cartridge onto the pump. Troubleshooting with tandem technical support was performed. There were no alarms or alerts present in the pump history. Customer's blood glucose level was 229 mg/dl. Customer was able to successfully load a cartridge onto the pump and delivered a bolus.